Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0te43, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was reported regarding a patient implanted with an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported the patient's symptoms had returned after having fallen sometime in the past six months prior to this report. X-rays were taken and it was determined that the leads had migrated. The entire system was explanted and replaced. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.